Manufacturer narrative:
(B)(4). Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
Device 1 of 4, reference MFR. Report# 1627487-2015-20574, reference MFR. Report# 1627487-2015-20575, reference MFR. Report# 1627487-2015-20579. It was reported the patient (australia) experienced ineffective stimulation and unpleasant stimulation. Additionally, the patient also experienced intermittent stimulation at the ipg pocket site. System diagnostics determined low and high impedances on some contacts. Consequently, the patient underwent surgical intervention. During the surgery the physician observed fluid in the ipg/extension header. Intraoperative testing done after removing the extensions revealed normal impedances. The physician explanted and replaced the ipg and leads with a different model which resolved the issues.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
Device 1 of 4. Reference MFR. Report# 1627487-2015-20574, reference MFR. Report# 1627487-2015-20575, reference MFR. Report# 1627487-2015-20579.